Event description:
Patient was revised to address pain, osteolysis, poly wear, and loosening of the stem at the bone/cement interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain, osteolysis, poly wear, and loosening of the stem at the bone/cement interface. Depuy cement was used at the time of original implantation. Doi (B)(6) 2000 - dor (B)(6) 2013 (left hip). Update (B)(6) 2013 clinical notes received. Update (B)(6) 2013 revision operative report and photocopies of x-rays received. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. A previous review of the device history records for product (B)(4), lot t65af4000 did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no reported incidents against the remaining provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). Revision operative notes and x-rays were obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.